Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm and loose drive support cap. The customer's blood glucose level was unknown. The customer stated that when he was in the process of changing out his pump, it did not give him a message to confirm drops. The customer stated that he was trying to prime the tubing, and received a compromised force sensor alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to be sticking out. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.